Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A decrease in sensing and high threshold was noted in 2015. The lead was repositioned to resolve the issue. The patient was in stable condition following procedure.

Event description:
An inappropriate shock was noted due to a lead dislodgement.